Event description:
Boston scientific received information that this device and right ventricular lead displayed a high out range impedance measurement. It is unknown whether the lead is a boston scientific lead. This device and lead will be further monitored. This is the information known at this time. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device and lead remain implanted and in service. Should additional information become available, this event will be updated.